Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed on the right hip on bilateral patient. The patient outcome is unknown. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the bhr cup and head. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product's instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The clinical information provided, of the elevated metal ion levels and the metal debris with discoloration may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a thr in which a bhr construct was used in the right hip, the patient experienced pain, limited mobility, and elevated metal ion levels. The adverse event was treated with a revision surgery in which both components were explanted. The patient outcome is unknown.